Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 420 mg/dl. Troubleshooting was performed, and the daily totals did not add up correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor. The insulin pump was programmed with multiple basal profiles and monitored for three days. All basal profiles delivered properly their indicated amounts and was verified in the daily total screen. Several boluses were programmed and delivered. The insulin pump correctly calculated the additional bolus deliveries and was correctly reflected in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump passed the displacement, rewind, basic occlusion test, prime and excessive no delivery test. All operating currents are within specification. Off/no power alarm functions properly.